Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient then presented to the clinic following an inappropriate high voltage (hv) therapy caused by oversensing on the device (the device is an ide product). Upon interrogation, high capture threshold and low sensing on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed the lead was dislodged. The lead were explanted, but not replaced due to an infection in the pocket. The patient will continue to be monitored until the replacement procedure. The patient was stable.